Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients implantable cardiac defibrillator exhibited myopotential inhibition. The patient was asymptomatic. Upon review of the electrograms it was noted that there was low level, high frequency noise that caused the inhibition of pacing. The device was successfully reprogrammed. The patient was in stable condition and will continue to be monitored remotely.